Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed ops check, pacing therapy disabled. There was no patient involvement.

Manufacturer narrative:
The bench was unable to duplicate the reported issue. The device passed all testing. The therapy capacitor was replaced as a courtesy.